Manufacturer narrative:
The device evaluation found residual fluid or foreign matter is observed coming out of the forceps channel. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited residual fluid or foreign matter is observed coming out of the forceps channel. There was no patient involvement.